Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with pacemaker mediated tachycardia and with symptoms of pacemaker syndrome due to rv pacing. Programming changes were recommended. The patient was stable before, during, and after the device interrogation and will continue to be monitored.